Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two spyscope ds ii devices used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii would never appear on the screen. A second spyscope ds ii was used; however, there was still no image appear on the screen. The procedure was not completed due to this event. There were no patient complications as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks along the shaft. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed. Upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. No issues were observed with physical connectivity of the device. The device was fully articulated in all directions; no issues were identified with the image. Real-time x-ray was used to image the distal tip, including the through-silicon vias tsvs, redistribution layer (rdl), and camera wires. No damage was observed to the camera wires at or inside of the camera housing/cap. In the handle, no damage was observed to the printed circuit board (pcb). It was noted that the camera wires appeared wrapped around the steering wire near the breakout, and was possibly kinked. The handle was opened and the connection of the camera wires to the pcba was inspected. No damage or defect was noted to the glue feature or the bond between the solder pads and the camera wires. The glue feature was wiggled with tweezers to test the solder bond of the wires, and no change to the image was noted. It did not appear that the camera wire was exposed through the insulation in the handle, and articulation of the device did not cause the device to fail. The reported event was not confirmed. Product analysis was unable to replicate the failure or identify any issue that could have caused or contributed the reported event. Based on all gathered information, the most probable root cause of this complaint is no problem detected. Although the lot number of the device was not reported, a customer shipment history search was performed to identify the most probable lot associated with the complaint. A device history record (DHR) review performed on the most probable lot identified (25272362, 25357869, and 25563592) indicates that the device was manufactured in accordance with the device master record and met manufacturing specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii would never appear on the screen. A second spyscope ds ii was used; however, there was still no image appear on the screen. The procedure was not completed due to this event. There were no patient complications as a result of this event.